Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited far-field oversensing on the right atrial (ra) lead. Low amplitude was also observed and no loss of capture was determined. Continuing with the follow-up. Currently, this ICD remains in service and no adverse patient effects were reported.